Manufacturer narrative:
Investigation summary: a device history record review was performed for the provided lot number, 8274606. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. As a picture sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had foreign matter in the catheter. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, before penetration,it's noticed that foreign matter in the catheter.